Manufacturer narrative:
Device evaluation of battery pack (B)(4) has been completed. The reported problem (monitor rests when battery inserted) has been confirmed. Upon investigation the battery connector was corroded. The corrosion caused the patient's monitor to continually reset when batter sn (B)(4)was inserted. The root cause for the corrosion was ingress of an unk liquid. No adverse event resulted from the contamination. The pt received a replacement battery pack.

Event description:
A (B)(6) year old male pt called zoll customer support to report that his monitor was resetting itself when the battery was inserted. The pt was issued a replacement battery pack.